Event description:
It was reported that the right atrial lead had non capture at maximum output, high impedance and appeared to be fractured under fluoroscopy. The lead was capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.